Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator went inoperable generating a inhalation auto zero failure error code. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR :17apr2019. The customer troubleshot with technical support and was advised to replace the sensor board. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.